Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. System error 322 alarms were confirmed and were determined to be caused by a failed link switch. The lower auxiliary assembly, which contains the failed link switch, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.